Manufacturer narrative:
The insulin pump had constant failed battery test after battery insertion due to faulty battery tube. Unable to test the operating currents, low battery alarm, off no power alarm and sensor calibration error alarm due to failed battery test alarm. Unit had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the insulin pump alarmed failed battery test. Customer's blood glucose was unknown. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. Customer mentioned also about his sensors not sticking and got calibration errors. Customer declined to troubleshoot. Customer stated she bought new batteries and the insulin pump worked again advised to discontinue the use of the insulin pump and wait for the replacement to avoid additional issues with the same insulin pump. No further information provided.